Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. No additional information is available. This involved a colleague infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a battery issue was confirmed during evaluation. This condition was caused by depleted main batteries. The main battery and battery harness was replaced at the facility to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further review it was determined that the battery problem was due to the user ignoring the battery depleted alarm and not charging the battery without interruption for at least 12 hours, which goes against the instructions given in the manual indicating a user error.